Manufacturer narrative:
The patient samples from (B)(6) 2017 and (B)(6) 2017 were submitted for investigation. The samples were tested using various methods: elecsys cmv igg, elecsys cmv igg avidity, recomline cmv igg, elecsys toxo igg, an in-house neutralization assay, elecsys toxo igg avidity and recomline toxo igg. The results using the various methods were reproducible. The (B)(6) 2017 sample showed clear reactivity using the elecsys cmv igg assay. The detected antibodies were of high avidity and reactivity. This suggests that cmv directed antibodies were present in the sample. This is additionally supported by the recomline cmv assay results. The sample from 05/29/2017 was confirmed to be non-reactive for all cmv assays. Based on investigations performed, the cmv igg and toxo igg results for both samples are considered to be correct. The reactivity pattern of the samples over the course of 6 days does not correspond to a humoral immune response. A specific root cause was not identified. Possible root causes may be related to sample contamination or a sample mix-up. Both reagents perform within specification.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of (B)(6) results for 1 patient tested for elecsys (B)(6) and elecsys toxo igg immunoassay (toxo igg). This medwatch will cover toxo igg. Refer to medwatch with patient identifier (B)(6) for information on the (B)(6) erroneous results. On (B)(6) 2017 the patient had a toxo igg result that was negative (the actual result was not provided) and a (B)(6) result that was (B)(6) (the actual result was not provided). On (B)(6) 2017 a new sample was obtained and the (B)(6) result was 134.5 u/ml ((B)(6)). The sample was repeated and the result was 134.4 u/ml ((B)(6)). The toxo igg result was 164.0 iu/ml (positive). The sample was repeated and the result was 165.5 iu/ml (positive). These results were reported outside of the laboratory. On (B)(6) 2017 the initial sample from (B)(6) 2017 was repeated and the (B)(6) result was 0.150 u/ml with a data flag ((B)(6)) and the toxoplasma igg result was 0.130 iu/ml with a data flag (negative). A new sample was obtained on (B)(6) 2017 and the patient¿s (B)(6) result was 0.150 u/ml ((B)(6)) and the patient¿s toxoplasma igg result was 0.130 iu/ml (negative). No adverse event was reported. The instrument type and serial number were not provided. The customer has excluded a sample mix up or a preanalytic issue because she measured each of the 3 samples from the patient and confirmed the results.